Manufacturer narrative:
Concomitant medical products: w4tr01, crtp, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were contacted by their physician because there was a problem with one of their leads. Follow up revealed the left ventricular (lv) lead thresholds were high. The lead remains in use. No patient complications have been reported as a result of this event.